Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 255 mg/dl. Customer alleged only a portion of the expected insulin delivery was received. Corrections were administered and the infusion set was changed. Customer thought the infusion site was inserted into a low fatty area and may have been cause of event. System check was not performed as the infusion set was changed prior to report. Recommendation was made for customer to consult with a healthcare provider.